Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise evident on hmsc recording on atrial channel and possibly ff channel. Possible lead noise vs potentially external. Full lead evaluation recommended. Lead remains implanted. Should additional information become available, this file will be updated.

Event description:
Noise evident on hmsc recording on atrial channel and possibly ff channel. Possible lead noise vs potentially external. Full lead evaluation recommended. Lead remains implanted. Should additional information become available, this file will be updated.